Event description:
Reintervention was performed due to high ventricular lead impedance (>3000 ohms) and threshold measurements relative to the subject device. The physician indicated that it wasn't clear enough to see the leads' proximal pins inserted in the can (near the screws). During this re-intervention, it was indicated that the lead pin wasn't completely inserted, but "it passed the screw zone." The ventricular lead was removed and reinserted. However, the physician indicated that "there was still a free space in the connector." Two "before and after the repositioning of the ventricular lead" images of the subject device were provided by the physician, who indicates that there isn't much difference between the two. An x-ray of the implanted device was provided, and the physician indicates that "it wasn't clear to assure that the pin was correctly inserted all the way in." After reconnection, normal electrical values were measured.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.